Event description:
Clinical study. Same patient as MFR: 6000093-2006-01592 and 6000093-2006-01963. It was reported 311 days following a coronary artery, drug eluting stenting treatment procedure, the patient experienced in-stent restenosis. The procedure was treating a 100% in-stent restenotic lesion in the mid left anterior descending (lad) artery. The patient presented to the cath lab with chest pain and ECG changes. The physician began treatment of the lesion by performing balloon angioplasty with a maverick2 2.50x15mm balloon. Following pre-dilation, the physician deployed a taxus express2 2.50x16mm stent in the mid to distal lad and a taxus express2 2.50x24mm stent in the mid lad. During the procedure reopro and angiomax were administered. The patient hade been taking plavix and aspirin. At 311 days later, the patient presented to the hospital for treatment of 100% acute stenosis of the lad. The physician treated the stenosis by performing multiple balloon inflations with a 2.50x12mm maverick2 balloon. The physician followed with a taxus express2 2.25x24mm stent. Additionally, the physician treated the 1st obtuse marginal vessel. The physician direct-stented the vessel with a taxus express2 2.50x16mm.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.